Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildly to moderately tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during fourth inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed fully intact and completed the procedure with a 16x6 xxl balloon. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildly to moderately tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during fourth inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed fully intact and completed the procedure with a 16x6 xxl balloon. There were no patient complications reported.